Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient stated the solis pump beeped twice. The patient reported that no alarm activated, only two beeps and the infusion continued without issue. The dose administered was IV remodulin 42 ng/kg/min, the concentration of the medication is 2.5mg/ml, and the infusion was life-sustaining. The patient¿s diagnosis for use was pulmonary arterial hypertension. There was patient involvement, and no harm.

Manufacturer narrative:
H3/h6: no product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.